Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The day after the sensor was inserted, the patient experienced little dimples, redness, burning, and itching. She consulted her physician who compared the reaction with pictures of a previous similar issue from the prior month. She was treated with unspecified allergy pills (unknown if over-the-counter or prescription strength). At the time of the report the reaction was slightly improved. No additional patient or event information is available.